Manufacturer narrative:
(B)(4). The customer returned one opened cvc kit including one guide wire assembly, 2-l catheter, and arrow raulerson syringe (ars) for evaluation. Signs of use were observed. Visual examination revealed that the guide wire contained multiple kinks along the body. The distal j-bend was slightly misshapen and was intact. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were secure and intact. The major kinks measured 83mm, 142mm, 201mm, 454mm from the proximal tip of the guide wire. The guide wire length measured 597mm, which is within the specification limits of 596mm-604mm per the guide wire product drawing. The guide wire outer diameter measured 0.799mm, which is within the specification limits of 0.788mm-0.826mm per the guide wire product drawing. The guide wire was inserted through the returned arrow raulerson syringe (ars)/18ga introducer needle assembly, and the undamaged portions passed with little to no resistance. Major resistance was experienced at the location of the kinks. Performed per IFU statement, "raise thumb and pull arrow advancer approximately 4 - 8 cm away from arrow raulerson syringe or introducer needle. Lower thumb onto arrow advancer and while maintaining a firm grip on guidewire, push assembly into syringe barrel to further advance guidewire. Continue until guidewire reaches desired depth." A manual tug test confirmed that the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user , "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished , radiographic visualization should be obtained and further consultation requested.". The report of a kinked guide wire was confirmed through the complaint investigation. Visual analysis revealed that the guide wire contained multiple kinks. The guide wire met all relevant dimensional and functional requirements. A device history record review was performed with no relevant findings. Based on the customer report that the damage was observed during use and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the spring wire guide was found kinked during use on the patient. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the spring wire guide was found kinked during use on the patient. The patient's condition is reported as fine.